Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had motor issues. It was reported that the piston does not stop when the end of the reservoir is detected. The customer's blood glucose level was reported to be 210.6mg/dl. Troubleshoot was reported to be conducted. It was reported that replacing reservoir resolved issue. It was reported that the reservoirs would be replaced and returned for analysis.

Manufacturer narrative:
Evaluated five opened/used reservoirs, inspected reservoirs, snap-cap, septum for anomalies and none were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump. Performed insulin pump manual prime and fluid flew through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Also checked reservoirs snap-caps width dimensions reservoirs two of five failed per due to being under inspection also performed using a new lab infusion set. Reservoirs failed per inspection found reservoirs too loose to connect/release. The three remaining passed per inspection.